Manufacturer narrative:
On (B)(4) 2013, nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.

Event description:
It was reported to nova biomedical on (B)(4) 2013 that a year and half ago, the consumer experienced a hypoglycemic event requiring medical intervention. The consumer is unable to provide any further info regarding this event. The meter and test strips will be returned for eval. This is being reported as an adverse event under the FDA medwatch regulations.